Event description:
Incident was reported that during pre-surgery set up handpiece would not activate on coag mode. During analysis it was found that the device's insulation coating had peeled, flaked, chipped. During the initial report it was noted that the device did not make contact with patient.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection ¿ device and packaging functional inspection (if applicable) ¿ test for functionality and performance with the complaint lab pulsar® ii generator lhr review ¿ lot # fl50789150, testing performed: device: plasmablade¿ 4.0, product code (sku): ps200-040, serial / lot number: (B)(4), expiration date: 2017-01, quantity returned: 1. There were no discrepancies identified between device info obtained from returned product and device info populated in product line items section in gch. Visual inspection (packaging): the product was shipped in a proper shipping container. There was no packaging to fill the negative space. The device was safety packaged. There was no additional paperwork included. Visual inspection (product): there was evidence of use and damage; coating on the electrode is chipped and peeling. The button does have tactile feel. There are no visual signs related to the complaint description. Functional inspection: pulsar® ii generator the plasmablade¿ 4.0 was connected to the complaint lab pulsar® ii generator and the expected e5 error code, end of life, was displayed indicating that the device had been successfully connected to a pulsar® ii generator previously. The device was tested for functionality, (B)(4); utilizing the eeprom bypass connector, the device was activated in grounded saline in the collapsed position, at cut setting¿2 and coag setting-1, settings used for testing during manufacturing, with acceptable results. ¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional inspection of the complaint device. The device was tested for performance using chicken, (B)(4), for 10 minutes total activation time enabling alternation between modes at cut setting-10 for 5 minutes and coag setting-10 for 5 minutes with acceptable results. Time was measured with a control company digital timer. (B)(4). Investigation conclusion: the complaint was not confirmed for the ¿failure to coag¿ performance issue that was reported in the complaint description. The device was tested for functionality and performance and met the product specifications. The device functioned as intended and responded normally during functional inspection, in grounded saline, chicken testing, and when connected to the generator for all activations. No visual or functional issues could be identified to support the complaint during the investigation. The cause of the failure could not be reproduced which suggests a potential generator failure at the customer site may have caused the device to malfunction and loose effectiveness. No corrective action will be taken at this time. The complaint will be tracked and trended in gch. During visual inspection an additional issue was found that was not mentioned in the initial complaint. The coating on the electrode was chipped and peeling. It is not possible to determine what caused the coating on the tip to chip and peel but it is plausible to suggest that improper manufacturing - coating thickness, user error - misuse, bending the device excessively, not cleaning the electrode in accordance with IFU - precaution: ¿do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip.¿, or damage the electrode may have suffered during transit to mae for complaint investigation, may have caused or contributed to the damage to the electrode coating. (B)(4).